Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed, e216 scope communication error code. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunction is traced to expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No other updated information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced an error communication during an unspecified procedure. There were no reports of patient harm.